Event description:
Per journal article: "full-thickness chest wall resection for malignant chest wall tumors and postoperative problems." The purposes of this study were to collate institutional experience, evaluate the outcomes of full-thickness chest wall resection and reconstruction for patients with chest wall malignant tumor, and suggest considerations for current chest wall reconstructions with a focus on local control, complications, pulmonary function and scoliosis. This retrospective study includes a total of 30 patients (32 operations) with chest wall malignant tumor underwent chest wall resection and reconstruction between 1997 and 2021. Reconstruction was categorized as involving no prosthesis, nonrigid prosthesis or rigid prosthesis. Nonrigid prosthetic reconstruction was performed using marlex mesh (bard mesh) in 5 operations and mesh along with flap in 7 operations. Excess mesh was trimmed. Rigid prosthetic reconstruction was performed using a modified sandwich method with marlex mesh (bard mesh) around the pmma in 9 operations and excess mesh was trimmed. Post operative complications were observed in 6 of the 32 operations. About 1 week post op, infection was developed in 1 case thereby underwent wound therapy along with antibiotics and the infection resolved within 2 months. Cardiac effusion was observed in 1 case about 2 months after operation which was asymptomatic effusion observed on CT. Hematoma was observed during CT for 2 cases in which one was 3 days after operation who complained of dyspnea thereby underwent reoperation and the other case was after 20 days post op who complained of dyspnea, CT showed fluid in the thoracic cavity thereby inserted drainage tube and patient recovered. Respiratory failure occurred in 1 case which recovered after 12 hr. Partial flap necrosis was seen in 1 case after 6 days of post op thereby underwent debridement and wound closure. Flail chest in 5 cases and scoliosis was observed in 9 patients by comparing x-ray or CT. Article does not provide case/product specific information.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made as to the degree to which the device may have caused or contributed to the reported patient postoperative conditions. The information obtained is limited to the article. Postoperative infection and hematoma are known inherent risk of surgery and identified as possible complications in the adverse reaction section of the instructions-for-use, supplied with the device. The warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-1997) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.